Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced pain at the implant site (specific date not reported), and was treated with oral antibiotics (specific date, duration and dosage not reported), the symptoms resolved. The issue recurred on (B)(6), 2014 and the patient was treated with oral antibiotics (specific date, duration and dosage not reported.) The implanted device remains.